Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged the pump was cracked on the side and had no power. The reporter denied damage to the battery cap and stated it had been replaced four-to-six months ago. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The pump was returned to animas and evaluated on 11-dec-2018 with the following findings: the battery compartment was found to be cracked. The alleged power issue could not be duplicated during the investigation.